Event description:
Caller reported experiencing a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance on performing a pump reset from technical support, successfully completed the reset, and was able to start a new sensor session without the error recurring.